Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw was found to have disassembled after being implanted during surgery. It was removed and replaced with an alternative screw to complete the procedure. There was a delay longer than 30 minutes in length, but there were no reported patient impacts as a result of the delay.

Manufacturer narrative:
Additional information: method, results, and conclusions - the implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a screw was found to have disassembled after being implanted during surgery. It was removed and replaced with an alternative screw to complete the procedure. There was a delay longer than 30 minutes in length, but there were no reported patient impacts as a result of the delay.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned screw was evaluated. The tulip has dissociated from the screw shaft. The splines were deformed in a manner consistent with tightening of the rod and closure top within the tulip, and then loosening them which then can allow the screw components to dissociate. A review of the DHR did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device installation and tightening.

Event description:
It was reported that a screw was found to have disassembled after being implanted during surgery. It was removed and replaced with an alternative screw to complete the procedure. There was a delay longer than 30 minutes in length, but there were no reported patient impacts as a result of the delay.